Event description:
It was reported that during a thoracic procedure, the device would not release off the tissue. There was no patient consequence. No additional information is available at this time.